Manufacturer narrative:
The full name of the event site in was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse dislodged power cord from retractable mechanism. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) power cord was stuck. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period.

Event description:
N/a